Manufacturer narrative:
Per the patient's audiologist, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed march 17, 2016.

Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details.